Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified wiring in the front of the reservoir had melted. The DHR for the unit was reviewed and no issues were noted. The unit was returned to steris and a full evaluation was conducted. Upon evaluation, it was identified the sv4 connector was found in the wrong position. This caused the wiring to overheat. The unit's wiring and connector were repaired. The unit was tested and confirmed to be operating according to specification. The steris field service technician will be re-trained on the wire connections and their positioning on the v-pro max.

Event description:
The user facility reported their v-pro max sterilizer was emitting a burning smell. No report of smoke and the fire alarm did not go off. No report of evacuations. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.